Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer received full pump reset instructions from technical support, later called back to complete reset with support assistance.